Event description:
Information received indicates the head of the bed will not rise and there is no manual function.

Manufacturer narrative:
The technician found contamination on the head up valve. The technician replaced the head up valve to repair the bed.